Manufacturer narrative:
During the observation, the ess provided corrective feedback, reviewed, and had the scope technicians correctly demonstrate the correct aspiration steps for the gif endoscopes. The ess answered questions and spoke with the central sterile supervisor regarding the steps. The ess emailed the field service report (fsr) and attached on track and facility review summary to the central sterile director, the central sterile supervisor, and oss [sic]. Additionally, the ess offered to schedule a cds in-service to review the reprocessing steps for gif endoscopes. The device was not returned to olympus for evaluation. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during a repair reduction observation in the central sterile department of the user facility, the endoscopy support specialist (ess) noted scope technicians incorrectly performing the aspiration steps during manual cleaning as there was confusion regarding the steps. The ess observed a scope technician perform the reprocessing steps for a gif-h180j. The technician incorrectly performed the aspiration steps following the brushing of the channels and channel openings. The technician attached the channel plug to the scope and the suction tubing to the suction connector and aspirated detergent for the 30 second duration.

Manufacturer narrative:
This supplemental report was submitted to provide information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-05303. After further review/evaluation of the complaint file, the OEM has determined that this report is a non-reportable event.